Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade after removing the sheaths from the left atrium when procedure was completed. The patient required pericardiocentesis and his medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician stated that he was ablating at 40 watts in the left ventricular outflow tract and this area is known to cause effusions. Settings during the event include: power at 40 watts, irrigation flow of 30 ml and an agilis sheath was used.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade after removing the sheaths from the left atrium when procedure was completed. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that tip dome proximal end has two areas with reddish brown material. Further information received stated that char condition was not noticed by the costumer. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and char remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot #: 17102067m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump us catalog #: cfp002, serial #: (B)(4). Manufacturer's reference #:(B)(4).